Manufacturer narrative:
Date of event: the date of the event is unknown. Boston scientific became aware of the event on (B)(4) 2021. Therefore a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that a balloon froze on wire and removal difficulty occurred. A 4.00 x 16mm synergy megatron stent was successfully delivered to the target lesion and was post dilated with the same balloon of the stent at 22 atmospheres. The balloon was deflated and an attempt to remove the system was performed, but the balloon became stuck to the non boston scientific (bsc) guidewire. An attempt to remove the device was made, but the device could not be removed. The delivery system was then removed together with the non bsc guidewire. The procedure was completed without patient complications and the patient was reported to have remained stable.

Manufacturer narrative:
B3: date of event: the date of the event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that a balloon froze on wire and removal difficulty occurred. A 4.00 x 16mm synergy megatron stent was successfully delivered to the target lesion and was post dilated with the same balloon of the stent at 22 atmospheres. The balloon was deflated and an attempt to remove the system was performed, but the balloon became stuck to the non boston scientific (bsc) guidewire. An attempt to remove the device was made, but the device could not be removed. The delivery system was then removed together with the non bsc guidewire. The procedure was completed without patient complications and the patient was reported to have remained stable. It was further reported that the 75% stenosed target lesion was located in the calcified and mildly tortuous mid circumflex. No patient complications were reported in relation to this event.